Event description:
It was reported by service report that the calf supports were not locking in place. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.